Manufacturer narrative:
Correction: investigation conclusion in section h10 corrected to reflect use of middle positive hcg urine standard. Please refer to updated investigation conclusion below: investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentration and middle positive hcg urine standard. All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per the information provided by the customer a negative result was obtained at read time when tested on (B)(6) 2017 and a line appeared in test region after 6 minutes. On (B)(6) 2017, another test was performed and a positive result was obtained. The serum quant on the same day was 154mi/ml. Based on this information, it can be possible that the hcg level on (B)(6) 2017 was maybe below cutoff of 20miu/ml and resulted in a weak positive after read time. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: the customer's observation was not replicated in-house with retention products. Retention products were tested with qc cut-off hcg concentrations and high positive hcg urine standards . All devices showed positive results at read time and met qc specifications. No false negative results were obtained during in-house testing. Manufacturing batch record review did not uncover any abnormalities. Per the information provided by the customer a negative result was obtained at read time when tested on (B)(6) 2017 and a line appeared in test region after 6 minutes. On (B)(6) 2017, another test was performed and a positive result was obtained. The serum quant on the same day was 154 mi/ml. Based on this information, it can be possible that the hcg level on (B)(6) 2017 was maybe below cutoff of 20 miu/ml and resulted in a weak positive after read time. It is recommended that if pregnancy is suspected, a first morning urine specimen should be collected 48 hours later and tested. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2017, the patient was tested for pregnancy prior to having the contraceptive implant nexplanon inserted. A urine sample was collected and a consult hcg urine cassette produced a negative result at the 3-5 minute read time. However, the customer stated that a positive result developed at 6 minutes. As the customer believed the initial negative result at the 3-5 minute read time to be correct, the nexplanon was inserted. On (B)(6) 2017, the patient returned to the facility for a follow-up visit. A second urine sample was collected and a consult hcg urine cassette produced a positive result. A serum sample was collected the same day and produced a quantitative hcg result of 154 miu/ml. The customer reported that the patient is electing to have the pregnancy aborted and a procedure is scheduled. Troubleshooting was conducted with the customer. The customer was advised that dilute urine specimens may not contain representative levels of hcg. Per the package insert, because of the high sensitivity of this test, results should be read between 3 to 5 minutes only. A result seen after these times could be indicative of low hcg level in the sample.